Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during the deployment of a 26mm sapien 3 valve in a pre-existing 23mm freestyle homograft, the commander delivery system balloon ruptured. The delivery system had been prepped with an additional 2cc of volume. The valve did not appear to be completely deployed, so a second commander delivery system, also prepped with an additional 2cc of volume, was used to post dilate the valve. During the post dilation, the second delivery system balloon ruptured. No issues were reported with the withdrawal of either delivery system. The valve was fully deployed and stable. No further actions were taken. The case turned out great with no reported aortic insufficiency (ai). At the time of the report, the patient was in stable condition. The freestyle root was reported to have ai with ¿very little¿ calcification. It was perceived that the delivery system balloons interacted with the anastomoses of the freestyle root. The delivery systems are not available for return to edwards lifesciences for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned for edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery or device photographs were provided. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed other similar complaints. Complaint history review revealed the control limits for the associated trend category were not exceeded for january 2020. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed due to the unavailability of the device and relevant imagery. As mentioned in the description, during inflation of a 26 mm delivery system to deploy a sapien 3 valve, using 2 additional cc of volume, the balloon ruptured. The extra 2cc of added volume may have potentially subjected the balloon to higher pressure levels than the rated burst pressure of the balloon. Per IFU, 23 cc is the nominal inflation volume for use for a 26 mm delivery system. Although a definite root cause was not able to be determined, available information suggests procedural factors (exceeded nominal inflation volume) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.